Manufacturer narrative:
Method: a review of the manufacturing records for the device has been conducted. Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: type I endoleak. The gore excluder aaa endoprosthesis, instructions for use (IFU) states: adverse events that may occur and/or require intervention include, but are not limited to. Endoleak.

Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis featuring the c3 delivery system. The pt tolerated the procedure. On (B)(6) 2011, at the pt's f/u computed tomography (CT), a proximal type I endoleak was detected. There was no enlargement of the aneurysm. On (B)(6) 2011, the pt underwent a re-intervention and a gore aortic extender component was placed. The proximal type I endoleak was resolved. No aneurysm enlargement was detected. The pt tolerated the procedure well.